Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, but the malfunction persisted. Consequently, a decision was made to replace the pump.